Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: three unopened packs. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Received three closed samples to analyze this complaint. Tested the knot pull tensile strength of the samples received and the results fulfilled the requirements: a 2.77 kgf in average and 2.63 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that require. Additionally, tested the needle attachment strength of the closed samples received and the results fulfilled the requirements: a 2.00 kgf in average and 1.65 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). No found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled requirements. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfilled the specifications, note of this incidence in order to assess if new or additional actions are needed.

Event description:
Utd.arab emir. Kindly as per (B)(6) which is a government hospital in (B)(6), a surgeon has complained that when he was suturing with premilene 2095825, the thread becomes 2 threads after several passes through the sutured tissue which is not logic for a monofilament suture. Anyway, I requested him to have the affected item but he said it is not available anymore and even I do not details about the surgery because he didn't mention. But he is requesting a report of the quality of the same batch.

Manufacturer narrative:
Samples received: 3 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.77 kgf in average and 2.63 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum) a minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Additionally, we have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.00 kgf in average and 1.65 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.